Event description:
The manufacturer received information alleging "the unit stopped operating during use then rebooted itself on its own". There was no harm or injury reported. There were no alarm log(s) that were able confirm this issue on the device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, an error code related to the main circuit board was observed. The main circuit board was replaced to address the issue.